Event description:
That revision surgery was required in 2005 as x-rays showed that the c taper head had come out of the uhr bipolar cup while still in the patient. During the revision surgery however, the c-taper head and the cup were found to be together.